Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts are returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that when opened maximally and engaged with the spine, the reported product could not be tightened. It could, however, be tightened when not opened maximally. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Additional information: device lot number, unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.